Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that this device was emitting tones. Interrogation identified an alert for a potential device issue which was confirmed to be an unintended error due to the use of a magnet during a surgical procedure. No adverse patient effects were reported.